Manufacturer narrative:
(B)(4). The additional supera 6f stent is being filed under a separate manufacturer report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of claudication and stenosis is listed in the supera instructions for use (IFU) as a known patient effect of peripheral stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional non-surgical treatment and hospitalization was related to operational context.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat the left superficial femoral artery (sfa). The patient presented with claudication and two supera stents were implanted. On (B)(6) 2016, the patient presented with claudication and angiography revealed in-stent restenosis. Atherectomy was performed and a stent was implanted to treat the restenosis. Final outcome showed patent sfa flow. No additional information was provided.